Manufacturer narrative:
A visual and dimensional inspections were performed on the returned guide wire. The reported polymer damage was unable to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficult to advance and polymer damages appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the guide wire encountered resistance against the 80% stenosed, mildly tortuous, and mildly calcified anatomy resulting in the difficulty to advance and the noted bends on the shaping ribbon. The noted stretched coils likely occurred during retraction of the guide wire. Based on the product specification to this product, 3cm of the distal tips are not coated with polymer. The stretched coils and bends on the shaping ribbon likely caused the appearance of the reported polymer separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous, and mildly calcified lesion in the ramus artery. Resistance advancing a ht bmw universal ii guide wire was felt. The guide wire was removed and it was noted that polymer was torn. Once outside the patient the polymer separated, no polymer was left in the patient anatomy. The procedure was successfully completed with a new unspecified guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.